Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance an extension set in which a cracked filter was detected. This condition was discovered during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).a sample was returned for evaluation. Visual inspection was performed and showed that there appeared to be no obvious cracks or breaks in the filter housing. Functional testing was performed. The sample was attached to an in-house (B)(4) secondary set that was attached to an in-house 1000ml solution bag containing reverse osmosis water. The sample was re-primed which identified a leak from the filter housing vent hole. The reported condition was confirmed. The root cause is undetermined. A batch review could not be completed as the lot number was not provided by the customer.